Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed on the patient due to pain and unspecified reasons. Claim mentions devices were removed and replaced. Two additional revision surgeries had to be performed for unspecified reasons.